Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir leaked and the customer noticed that the reservoir compartment was wet. It was reported that the insulin pump received critical pump error alarm. Possibly exposed to moisture because the reservoir compartment was wet. Customer tried to dry it as best as possible. Customer sts she compared the reservoir that leaked to a new one and it did not seem damaged. The reservoir is not expected to return for analysis.